Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for an illegible/missing label defect was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was no label or missing label information. This event affected 50 tubes. The following information was provided by the initial reporter. The customer stated: "we had received one package of 100 pipes, some of which were missing the printing of the pipe data and the number line. The pipes are edta pipes and their lot number is 2350019 ep. 2024-04." On (B)(6) 2023: "we noticed at the beginning of week 19 and about half of the pack of one hundred tubes were more or less out of print. The defective tubes did not have time to affect the patient's outcome. Because the sampler had noticed during sampling that there was no line indicating the amount of sample in the tube. The second sampler had only taken the sample based on the color of the cap, but the results were correct, compared to previous results. Fortunately, it was easy to change the tube package to another.¿